Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right artial (ra) lead dislodged due to the patient's twiddler's syndrome. The ra lead was revised and remains in use. No patient complications were reported as a result of this event.